Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient observed erratic pulse over the past few days. The device was checked on approximately one month prior to when the event was reported and was functioning properly at that time. Device remains actively implanted, and no patient complications were reported as a result of this event.